Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location. It was stated that the patient had stimulation in "bilateral legs" but also wanted her "bilateral back" covered too. It was noted that reprogramming was done, but this did not resolve the issue. It was stated that a lead revision was attempted; however, "adequate stimulation in painful areas" was not achieved. It was noted that the patient had their entire system explanted. It was stated that the patient is alive with no injury. If additional information becomes available, a supplemental report will be filed.